Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during programming/setup of preventative maintenance testing at 23,24, 25" psi (pounds per square inch). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was not able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor requires replacement to address this issue. During evaluation, the device underinfused. The cause was identified to be the pressure plate travel which requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.